Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic with loss of capture on the left ventricular lead. The loss of capture was diagnosed as a lead dislodgement by the physician. On (B)(6) 2018 the lead was explanted. During the procedure, fluoroscopy showed the lead was pulled back in the atrium. A replacement lead was not placed because the physician could not successfully cannulate the coronary sinus. The left ventricular port was plugged on the implantable cardioverter defibrillator and pacing was set to right ventricle only. Patient was stable during and after the procedure. Patient would continue to be monitored to see how they tolerate right ventricle only pacing.